Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during initial implant, there were poor electrical parameters on the left ventricular (lv) lead. The lv lead was explanted and replaced to resolve the event. The patient as stable with no consequences.